Event description:
It was reported that the left ventricular (lv) lead had intermittent rising and high impedance and rising and unstable thresholds due to a possible lead fracture and a history of apparent insulation breach. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) ICD, implanted: 2013 (B)(6); 6947 lead, implanted: 2009 (B)(6); 5076-45 lead, implanted: 2009 (B)(6). (B)(4).